Event description:
In this event it is reported that protaper next x2 3files 21mm broke during use. Broken part was not retrieved. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.